Manufacturer narrative:
The device was not returned for evaluation. Potential root cause for this failure mode could be user related (example: contact with sharp object)/ / exposure to petrolatum based products mechanical failure/operator error. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following:caution state "single patient use only. Do not reuse. Do not resterilize. For urological use only. Visually inspect the product for any imperfections or surface deterioration prior to use."

Event description:
It was reported that the catheter balloon burst during normal saline injection per the patient's family and nurse. Urinary catheterization was planned for the patient due to urinary retention and infection according to the surgeon. Normal saline within the specified range was injected to the balloon during urinary catheterization on july 1 without any abnormality. The catheter fell out during bladder irrigation on july 2. Upon examination, the balloon was found to be ruptured. After communication with the patient and family, a new triple-lumen catheter was re-inserted. After communication with the procurement department, a triple-lumen of another lot was used, which functions properly. It was later reported from the (B)(6) representative on 8-aug-19, that there were no missing pieces from the balloon of the catheter.

Manufacturer narrative:
The device was not returned for evaluation. Potential root cause for this failure mode could be user related (example: contact with sharp object)/ / exposure to petrolatum based products mechanical failure/operator error. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following:caution state "single patient use only. Do not reuse. Do not resterilize. For urological use only. Visually inspect the product for any imperfections or surface deterioration prior to use."

Event description:
It was reported that the catheter balloon burst during normal saline injection per the patient's family and nurse. Urinary catheterization was planned for the patient due to urinary retention and infection according to the surgeon. Normal saline within the specified range was injected to the balloon during urinary catheterization on july 1 without any abnormality. The catheter fell out during bladder irrigation on july 2. Upon examination, the balloon was found to be ruptured. After communication with the patient and family, a new triple-lumen catheter was re-inserted. After communication with the procurement department, a triple-lumen of another lot was used, which functions properly.